Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. (B)(4).

Event description:
Following cataract surgery with intraocular lens (iol) implant a consumer reported her astigmatism was worse after cataract surgery making her vision cloudy and hazy. The consumer reported obtaining a second opinion and was told her lens was off axis. The device remains implanted. Additional information has been requested.